Manufacturer narrative:
We received (1) model# 834hf75 catheter with an attached monoject 3ml syringe with 1.5 ml limited volume syringe for examination. The balloon failed to maintain its inflation due to leakage from a puncture on the catheter body at 99.5 cm from tip. Leakage was found from the puncture when pressurizing the inflation lumen with a syringe while the entire catheter was immersed in water. All other through lumens were patent without any leakage or occlusion. There was no other visual damage, contamination, or other abnormalities found on the catheter and syringe. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
While testing the balloon prior to insertion, it was noted that the balloon would not inflate and the line appeared blocked.